Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown procedure. While the surgeon was operating on a right clavicle, it was found out near the end of the case that a locking compression plate (lcp) clavicle plate with lateral extension was a left. It was also reported that the surgeon was informed immediately by the sales consultant. It was mentioned that there was no issue on the packaging of labeling. It was improper implant selection. The procedure was successfully completed with no surgical delay. The patient outcome is unknown. This is report 1 for 1 (B)(4).